Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. When the customer attempted delivering a bolus, the numbers started going up on their own. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.